Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer reported a low blood glucose (bg) level of 20 mg/dl. Due to the decreased bg the customer fell and sustained cuts. The customer administered glucagon to try and address the bg. It was reported that the customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.